Event description:
It was reported that the patient was experiencing blistering on glands after his catheter was removed. He had the catheter for 5 days after the procedure and it was removed on (B)(6) 2026. Additionally, the patient was experiencing burning sensation when urinating and has a weak stream. The physician recommended using bacitracin ointment. A follow up appointment on (B)(6) 2026 was scheduled.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.